Event description:
It was reported to boston scientific on 18-jan-2007 that (device in question is stent) "post procedure stent was implanted about 6 months ago. Follow up visit shows complete inclusion of the stent." Follow up requests have found no additional information. It is unknown if treatment was performed. It was reported that this stent placement procedure of the brain was completed with this device, that there were no patient complications, and that the patient condition is stable.

Manufacturer narrative:
Because the device in question remains implanted, and because the lot/batch number is unknown, a device evaluation could not be performed. Similar complaints for the alleged issue were reviewed, revealing that the rate of complaints has exceeded the expected occurrence rate for this issue, as documented in the risk management documentation for this product. A corrective and preventive action plan has already been initiated to further investigate and address this issue. Based on the facts and findings, boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn.